Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. Visual inspection revealed that the unit had a broken fuse in the mains inlet (fuse holder). After replacement of the mains inlet and fuses, the device was functioning according to specification. No parts were returned for further investigation. The mains inlet with the stuck fuse has not been investigated further, but earlier investigations of similar complaints determined that the cause could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance (p.m.) Shall be performed after 5,000 operating hours. It includes a visual inspection for damage of parts and preventive cleaning of dust in the mains inlet.

Event description:
(B)(4).

Event description:
It was reported that the compressor did not turn on. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.